Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Procedural type: small bowel resection. According to the reporter: the eea would not open after firing. The surgeon resected the device and performed a full right colectomy. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes.